Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, nonsustained oversensing episodes were noted on the device. Technical support was contacted and it was determined that the device was performing the automatic capacitor maintenance charging when the short output stage detection (sosd) check created a wider signal which caused oversensing. In turn, it interrupted the capacitor maintenance temporarily which restarted the sosd check and oversensing reoccurred until the capacitors were fully charged and the capacitor maintenance was considered completed. As a result of the event, the reported charge time was also false. No intervention has been conducted at this time. The patient was stable with no consequences.